Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013. During night drain cycle twelve, the patient's ultrafiltration (uf) reading was 1379ml, indicating the home patient (hp) drained 1004ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause was use error, tidal total uf removal set too low. Homechoice apd system's trainer guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.